Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the physician made the xyphoid incision and then did a vertical tunnel for the electrode. Then the physician curved the lateral tunnel from the xyphoid to the device pocket. During this time, there was a string of ventricular tachycardia (vt) episodes and premature ventricular contraction (pvc)s. Then, after the doctor placed the electrode, he said he could feel an arterial pulse on the electrode. It was suspected that there was a perforation. A code blue was called, and a paracentesis was started. The patient had to be externally rescued. Additionally, an echo was performed. The patient was then rushed to the operating room to have open heart surgery. They found that both the left and right ventricles were perforated. Both ventricles were patched as a result of the perforation. The attempted subcutaneous implantable cardioverter defibrillator (s-ICD) system not used and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report is being filed to correct field h6 patient codes.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the physician made the xyphoid incision and then did a vertical tunnel for the electrode. Then the physician curved the lateral tunnel from the xyphoid to the device pocket. During this time, there was a string of ventricular tachycardia (vt) episodes and premature ventricular contraction (pvc)s. Then, after the doctor placed the electrode, he said he could feel an arterial pulse on the electrode. It was suspected that there was a perforation. A code blue was called, and a paracentesis was started. The patient had to be externally rescued. Additionally, an echo was performed. The patient was then rushed to the operating room to have open heart surgery. They found that both the left and right ventricles were perforated. Both ventricles were patched as a result of the perforation. The attempted subcutaneous implantable cardioverter defibrillator (s-ICD) system not used and is expected to be returned. No additional adverse patient effects were reported. Upon further review it was reported that perforation was a result of the tunneling tool.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the physician made the xyphoid incision and then did a vertical tunnel for the electrode. Then the physician curved the lateral tunnel from the xyphoid to the device pocket. During this time, there was a string of ventricular tachycardia (vt) episodes and premature ventricular contraction (pvc)s. Then, after the doctor placed the electrode, he said he could feel an arterial pulse on the electrode. It was suspected that there was a perforation. A code blue was called, and a paracentesis was started. The patient had to be externally rescued. Additionally, an echo was performed. The patient was then rushed to the operating room to have open heart surgery. They found that both the left and right ventricles were perforated. Both ventricles were patched as a result of the perforation. The attempted subcutaneous implantable cardioverter defibrillator (s-ICD) system not used and is expected to be returned. No additional adverse patient effects were reported. Upon further review it was reported that perforation was a result of the tunneling tool.